Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 17-feb-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal hydromorphone 30 mg/ml and bupivacaine 9.6 mg/ml in minimum rate via an implanted pump. It was reported the pump was replaced on (B)(6) 2020 due to the normal elective replacement indicator (eri). It was noted the connector to the pump was replaced and the entire catheter was cleared. A normal prime occurred and therapeutic dose was programmed in the operating room (or). It was further reported after the replacement the patient started having symptoms of respiratory depression, so the doctor asked the pump be changed to minimum rate mode (0.18 mg/day) and the patient improved. On the date of this report, the patient was having pain so they would like to start the patient out on minimum programmable rate (1.44 mg/day). Programming questions were discussed with the rep and it was clarified there was not anything in between the minimum rate and the minimum programmable rate regarding those two dose/day settings. The event date was (B)(6) 2020. Additional information was received from the hcp via the rep on 2020-apr-23 and indicated at the request of the physician the pump was turned down to minimum rate. It was speculated that there may have been an occlusion in the catheter and a push of medication at the time of dye study during the pump replacement and catheter revision. It was noted the patient stayed a few nights in the hospital under supervision. The physician requested when the patient recovered to increase the dosage after patient stated he was feeling his ¿old pain¿ again. The physician mentioned the patient may have not been getting medication prior to the catheter revision due to a possible occlusion or blockage in the catheter. After clearing and flushing the catheter, the physician in the procedure was able to draw back medication/csf fluid with the revised catheter and new pump placement. The event was resolved, and the patient was discharged and adjusted for appropriate dosage per the physician. No further complications were reported.

Manufacturer narrative:
H6; the previously reported device codes c62897 and c62862 no longer apply and have been updated to c53269. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.